Event description:
String detaching from tampon during use-vaginal [foreign body in reproductive tract]. String detaching from tampon [device breakage]. Case description: consumer reported via e-mail that string was detaching from tampon, no serious injury reported.

Event description:
String detaching from tampon during use-vaginal [foreign body in reproductive tract]. String detaching from tampon [device breakage]. Case description: consumer reported via e-mail that string was detaching from tampon, no serious injury reported.

Event description:
String detaching from tampon during use-vaginal [foreign body in reproductive tract] string detaching from tampon [device breakage] case description: consumer reported via e-mail that string was detaching from tampon, no serious injury reported.